Manufacturer narrative:
The returned test strips were measured with a retention meter in comparison with the current master lot (230734) coaguchek xs pt test strip. All of the inr values were within the specified maximum difference between measurements. No error messages occurred. The customer allegation could not be verified.

Event description:
It was reported that on (B)(6) 2015 a meter reading of 3.6 inr was obtained at 11:00 am on the coaguchek xs (serial number (B)(4)) while a lab value of 2.7 inr was obtained at 12:40 pm. The patient was sent to her primary doctor. The primary doctor sent her to the hospital for her shortness of breath then to the emergency room. She was not admitted. It was reported that the shortness of breath was possibly caused by an infection or fluid and that she also had some congestion at that time. Her coumadin was decreased from 16.25 mg per week to 13.75 mg per week based on the meter results. Her coumadin was also decreased two weeks prior when an inr of 3.2 was obtained. There was no symptoms of bleeding or bruising. It was reported that the patient did not report any special or unusual diet. The patient is not on heparin. It is reported that the patient does not have any antiphospholipid antibodies. The patient's therapeutic range is 2.0 inr to 3.0 inr. The suspect product was requested to be returned and replacement product was sent. The relevant retention test strips (lot 20078512) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable.